Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet, the complaint sample was evaluated, and the reported event was confirmed. Device history records were reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to improper torque and instrument damaged or worn beyond useful life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a femoral intertrochanteric fracture procedure the instrument fractured.